Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and it was observed that the front panel assembly bezel has an improper gap with the touch screen overlay. There were no other discrepancies observed during external visual inspection. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a load cell verification test, patient sensor calibration check, system air leak test, and a valve actuation test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Corrected information: (on (B)(6) 2019 when the replacement cycler was requested, the registered nurse provided an incorrect serial number for a cycler that was replaced 1 week prior to this event. The initial plant investigation was performed on the incorrect sn. The correct serial number for this event was provided by the patient on (B)(6) 2019(increased intraperitoneal volume was not alleged at this time). The corrected information reflects the investigation of the correct serial number lc024572) plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a call from the patient on which they reported receiving patient line and drain line alarms. At the time of the initial call on (B)(6) 2019, the patient reported feeling full during fill 1 and said she would prefer to drain. There was no indication of an iipv. A pd registered nurse (pdrn) followed up on 8/22/2019 indicating that when reviewing the patient¿s treatment records she identified that the patient drained 1700 ml during stat drain 1. This drain volume is 307% the patient's fill volume of 552 ml. As a result of the iipv event, the pdrn requested a replacement cycler. The pdrn was advised to discontinue use of the cycler. It was reported that alternate treatment was available. Multiple attempts have been made to request additional information, however, to date a response has not been received. A replacement cycler was shipped and a pick up was scheduled for the reported cycler but is unknown if the replacement cycler was received or if the reported cycler was returned to the manufacturer for physical evaluation.